Event description:
It was reported that in (B)(6) 2022, the patient had a mycotic stroke which caused a cerebral hemorrhage as a result of a staphylococcus epidermitis infection. The hemorrhage was confirmed via computed tomography. The patient did not have a history of stroke. The source of the infection was sternotomy.

Manufacturer narrative:
Event: the onset of the infection was reported under MFR # 2916596-2022-15256. Manufacturer's investigation conclusion: a specific cause for the patient¿s infection and hemorrhagic stroke could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events and patient outcome could not be conclusively established. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas) (B)(4). No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1, ¿introduction,¿ lists bleeding, infection (local, driveline, and pump pocket), and stroke as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.